Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was noise on the right ventricular lead. The patient reported being light headed but it could not be confirmed that the noise was the cause of the symptoms. The lead was capped and replaced on (B)(6) 2018. Patient was stable post procedure.